Event description:
It was reported that, during an episode this implantable cardioverter defibrillator (ICD) appropriately delivered anti-tachycardia pacing (atp) that accelerated the rhythm. Subsequently, the ICD delivered one shock that successfully converted the rhythm. This ICD remains in service. No adverse patient effects were reported.